Event description:
Angioseal device did not work properly. It sealed the artery but did not engage and click into position upon pull back. Investigation revealed that the device used is an "mp" model, not an "sts" model. The older mp series does not click when pulled back whereas the sts series does. Staff mistook this older series device for more commonly used newer device.